Event description:
While attempting to declot a fistula in the left arm of a (B)(6) male pt with a pre-existing condition of dialysis, the physician was using balloons through the auxilliary vein and noted the introducer bent, then ripped in two pieces, approximately 2cm from the hub. The physician was able to retrieve the piece by doing a cut down procedure and manually removing the piece. The pt has been experiencing issues of bleeding and difficulty with the sutures at the access site. This has required some additional procedures to resolve the issues. The pt is doing okay. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
During investigation, a review of dimensional verification, complaint history, device drawings, instructions for use (IFU) pamphlet, manufacturing instructions, quality control procedures and visual inspection of the device has been conducted. Visual inspection of the returned device confirmed that the sheath material had separated just distal to the hub. The material at the separation was jagged with no indication of elongation of the material. Attempts during the investigation to duplicate the fractured appearance by pulling on a sample of the sheath raw ma material resulted in sheath elongation. However, damaging the sheath prior to pulling resulted in a fracture that was similar to the damage characterized on the complaint device. Quality control procedures state to verify that the surface of the sheath is free of excessive dents, bumps or scratches. The instructions for use(IFU) pamphlet includes the following precautions: "all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." "When puncturing, suturing or incising the tissue near the introducer, use caution to avoid damaging the introducer." "Do not attempt to insert or withdraw the wire guide and/or introduce if resistance is felt." It also states: "upon removal from package, inspect the product to ensure no damage has occurred." It is feasible to suggest that the sheath was damaged prior to or during the procedure, leading to the material fracturing during attempted removal. However, it cannot be determined with certainty if this damage occurred during manufacture, shipment, handling or use. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Quality engineering risk assessment concluded that with the addition of this event, there is insufficient risk to require any further action at this time.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.